Manufacturer narrative:
The insulin pump was received with a loud noise during vibration due to adhesive not adhering. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was vibrating loudly. The insulin pump's vibrate feature was much louder and weaker than it should be. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.